Manufacturer narrative:
(B)(4). Device was returned for analysis. The rotawire was received stuck inside the rotablator, approximately 181.6cm of the rotawire was outside the rotablator and was not possible to release. The body of the rotawire was kinked; in addition, the burr and the spring tip were touching together and during the product analysis, the spring tip was detached from the rotawire due to a broken section at approximately 1cm from the distal tip. The overall length could not be measured as the burr was stuck on the rotawire. Also, the outer diameter (od) of the distal tip was not measured as well as the spring tip was detached. Od of the middle of the device and the proximal section were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: it is necessary to exercise care in handling of the rotawire during a procedure in order to reduce the possibility of accidental breakage, bending, kinking, or coil separation. (B)(4).

Event description:
Reportable based on completed analysis of the related burr complaint on 19-jul-2017. A rotawire was received with MDR ID# 2134265-2017-07061 with no reported issues. However, device analysis of the rotawire observed that the device was stuck inside the burr catheter.